Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected 5 opened/used sensors and performed bicarbonate buffer test. 3 of 5 sensors failed for high readings, 2 remaining sensors passed per specification with accurate readings. Also found all 5 sensors cannula bent. Unable to confirm customer received sensors in said condition due to customer returned opened/used.

Event description:
Customer reported that her blood glucose value went to 159 mg/dl because the insulin pump went into threshold suspend and she was not aware of it. Customer stated that the sensor usually works for two days and when she removes it she has noticed several times the sensor is bent. Nothing further reported.